Event description:
Severe fatigue, weight gain, body pain especially in pelvis and hips, headaches, severe bleeding during menstruation, depression from not being able to function as a mom. Have had severe symptoms since implant and still do.